Event description:
It was reported that (1) device was used during a coronary artery bypass graft. It was reported by the affiliate that the mcm20 clip releases and cuts the vessel. The case was completed by suturing. The instrument fires, but no clips released, then releases 2 clips and cuts into the vessels.